Manufacturer narrative:
Result of investigation: the product does not return for investigation. The final root cause determination is not possible, as no product has been returned. An analysis of similar complaints on the same product code resulted in the most likely root cause, that the electrode got mechanically overloaded during application. Section b5 provides additional information, changing the severity of this event from malfunction to adverse event. Sections b1, b2, h1, and h6 are corrected to reflect the serious injury. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
New information received on january 7, 2025: pt reactive/moved during bladder resection. Surgeon stated small bladder perforation occurred. Surgeon waited longer for rocuronium to take effect and pt was still reactive 8 minutes and 40 seconds after roc was administered. Surgeon advised to reduce intensity on diathermy machine as a caution. Machine setting reduced to 2 and 2. Diathermy loop/electrode exploded inside pts bladder. After initial bladder perforation - surgeon stopped procedure, waited additional time for rocuronium to be effective. After loop failed - immediately exchanged loop (broken loop given to rep) assessed pt, reduced diathermy settings to 1/1. Diathermy loops from that batch have been removed from shelves and returned to company. Batch of rocuronium also subsequently removed from stock. Due to this injury of the patient's bladder. The case is no longer reportable as malfunction but as an adverse event.

Manufacturer narrative:
Result of investigation: a total of (B)(4) products has been returned on the 28.03.2025. 7 ea 011160-01 in original ssu packaging and one defect electrode - this one is not a karl storz product. A root cause and conclusion cannot given because the returned product is no ks product. Internal karl storz reference number: (B)(4).

Event description:
It was reported that an electrode blew up during use. Procedure completed successfully. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).